Event description:
The patient had right internal jugular powerport placement. The physician tunneled the 8-french powerport catheter from the chest incision to the neck puncture site with the tunneling device. The split sheath and dilator were carefully advanced over the guidewire. The dilator and guidewire were removed, and the catheter itself was inserted into the superior vena cava and the split sheath subsequently separated and was removed as well. The chest wall pocket had ongoing oozing from the orifice of the subcutaneous tunnel from the catheter. Three attempts were made to stop the bleeding. Thrombin and gelfoam were successful. It is believed that the end of the catheter sheared causing vessel damage with results of bleeding. There was 50 cc of blood loss and prolonged anesthesia/surgery time.